Event description:
The customer contact reported channels b and c device door rollers and door roller pins were missing. The device was returned to the biomedical department with an unsigned note that stated, "trying to get a working." No tracking information was provided; therefore, specific patient information, device programming, or event details were not available. During testing at the user facility, it was noted that channels 2 and 3 device door rollers and door roller pins were missing. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.